Manufacturer narrative:
(B)(4). Batch # m5681k. Per photographic evidence: photo provided was reviewed and a revised detail of the photo showed that the returned reload was partially fired 2/3 which indicates that the device's firing cycle was interrupted. No evidence of malformed staples can be seen. Based on the picture alone no conclusion could be reached on how the reported event occurred. Please refer to the device analysis for full analysis details and conclusion. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The analysis results found that the atw35 device was received in good visual condition and with a tr35w cartridge loaded on the device. The returned reload was partially fired 2/3 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 7/29/2016. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: the surgeon fired p to p. No clips were used in the surgical field. There was no angiostenosis.

Event description:
It was reported that during an open left superior lobectomy procedure, the surgeon used the device to anastomose the lingual segments artery on the first firing. The surgeon removed the device after firing and found the staples at the middle segment of the staple line malformed while the staples at the proximal and distal segments formed as intended. Suture was used to fix the blood tube to avoid bleeding and another like device was used to complete the procedure. There were no adverse consequences for the patient reported.